Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. The patient also wants an upgrade to have the ability to undergo MRI. As a result, the ipg was explanted and replaced on (B)(6) 2016. The ipg site appears to be more comfortable.